Event description:
It was reported that balloon rupture occurred. The 85% stenosed target lesion was located in the severely tortuous and severely calcified left circumflex artery. A 3.50mm x 15mm nc emerge balloon catheter was advanced for dilation. However, during the inflation at nominal pressure, the balloon burst. The procedure was completed with another of the same device. There were no patient complications nor injuries reported, and the patient condition was good post-procedure.

Event description:
It was reported that balloon rupture occurred. The 85% stenosed target lesion was located in the severely tortuous and severely calcified left circumflex artery. A 3.50mm x 15mm nc emerge balloon catheter was advanced for dilation. However, during the inflation at nominal pressure, the balloon burst. The procedure was completed with another of the same device. There were no patient complications nor injuries reported, and the patient condition was good post-procedure.

Manufacturer narrative:
Device evaluated by MFR.: nc emerge mr, ous 3.50mm x 15mm catheter was returned for analysis. Visual, tactile and microscopic analysis of the balloon material identified no tears or pinholes. The balloon was subjected to positive pressure and was returned in a deflated state. Blood was inside the balloon material. No issues or damages noted with the hypotube shaft. A microscopic examination of the proximal and distal markerbands identified no damage. The inner wire lumen was stretched and punctured, 4.8cm from the bumper tip. Tip showed no signs of tip damage. An attempt was made to inflate the balloon and however the balloon could not maintain its rated burst pressure. The inflation liquid was coming out through the tip of the device. No other device issues were identified during returned product analysis.